Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus during use of the mitraclip delivery system (cds). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. When the clip delivery system (cds) introduced into the left atrium, the physician noted there was a substance at the tip of the clip. The cds was removed, and it was confirmed that a blood clot was attached to the clip, and heparin was given. The thrombus was completely removed when the cds was removed and the thrombus was resolved. A new cds was used to complete the procedure. One clip implanted reducing mr to <1. No additional information was provided.

Event description:
This is filed to report thrombus during use of the mitraclip delivery system (cds). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. When the clip delivery system (cds) introduced into the left atrium, the physician noted there was a substance at the tip of the clip. The cds was removed, and it was confirmed that a blood clot was attached to the clip, and heparin was given. The thrombus was completely removed when the cds was removed and the thrombus was resolved. A new cds was used to complete the procedure. One clip implanted reducing mr to <1. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombosis could not be determined. Thrombosis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.h6, code 4644 removed.